Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and that the pump fill estimate was inaccurate. Reportedly, customer did not remove air from the cartridge during the load process. Blood glucose was 497 mg/dl. Reportedly, the supplies were changed to address the event.